Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter break occurred. The 82% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During procedure, the physician attempted to insert a balloon catheter in the target lesion; however, the calcium in the rca proximal was too severe for the balloon to penetrate. Furthermore, the guidezilla¿ was inserted; however, it was noted that the guidezilla¿ became broken inside the non bsc guiding catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two pieces. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the ptfe completely pulled out from the collar, numerous kinks in the hypotube, numerous kinks in the distal shaft, the distal end of the shaft and tip was damaged (flattened) for 9 mm starting at the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a catheter break occurred. The 82% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A guidezilla guide extension catheter was selected for use. During procedure, the physician attempted to insert a balloon catheter in the target lesion; however, the calcium in the rca proximal was too severe for the balloon to penetrate. Furthermore, the guidezilla was inserted; however, it was noted that the guidezilla became broken inside the non bsc guiding catheter. No patient complications were reported and the patient's status was stable.